Event description:
The user facility reported that one patient had a known klebsiella pneumoniae carbapenemase (kpc) positive culture prior to undergoing an endoscopy procedure, and they were able to culture kpc from the endoscope after high-level disinfection (hld). There was no adverse event associated with this report. The user facility was uncertain as to what is causing the positive culture. The user facility is now performing both high-level disinfection and gas sterilization on their endoscopes after each use.

Manufacturer narrative:
The user facility returned the device to olympus for service for an unrelated issue. The device had been high-level disinfected and gas sterilized prior to returning to olympus. The physical eval of the device showed it was leaking at the electrical connector pin. The insertion tube was buckled. The bending section had a dent, which caused heavy angulation movement. The device has been serviced and returned to the user facility. The exact cause of the user's report could not be conclusively determined. This report will be supplemented if add'l and relevant info becomes available at a later time.